Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: no patient harm was involved."pump problem" alert appears every 2 minutes on the unit. After cleaning the clamps & pins, there was no change. It will need to be sent out for repair to be returned to service. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). The device was attached to a bracket and powered on, a red pump alarm was observed. Log files were reviewed and an air compressor failure was found at the time of the alarm. The device was opened for internal inspection and to test the pneumatic assembly. The pneumatic assembly failed during recharge testing, indicating an air compressor failure. The tank body was inspected for damage, no problems were found. The lever arm boot is torn.